Event description:
It was reported that the pt underwent an add'l surgical procedure to repair extensor mechanism failure. During the procedure, the surgeon noted that the articular surface locking screw was loose. The articular surface was revised.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.